Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a separation between the female connector and main body. The reported condition was verified. The cause of the condition was manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.